Event description:
It was reported that prior to the attempted implant of a transcatheter valve in a patient with a bicuspid aortic valve, no issues were noted during the valve load. However, upon fluoroscopic inspection of the valve load, a misload was identified. Therefore, the system was disassembled and the valve was reloaded into the same delivery catheter system (dcs). There was no issues were noted during inspection of the valve load, and the dcs was advanced. During deployment, an infold was observed. Subsequently, the valve was recaptured and withdrawn from the patient, and a new valve was loaded into a new dcs. The new system passed fluoroscopic inspection, and the new valve was successfully implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evprop23-29 (lot: 0012799577); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a1 b5 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, a frame overlap to the sixth node was observed. During the first deployment, the infold was observed. The valve was recaptured due to infold. A procedural delay of 8 minutes resulted while a new system was loaded.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via fedex from the galway rpa lab, enclosed in a heart valve return kit jar, fully submerged in a cloudy 0.2% glutaraldehyde solution. The valve was discolored, showing evidence of blood contact. The valve appears crimped. The leaflets were flexible. Leaflets l2 and l3 appear to be in the closed position, while l1 was in the partial open position. Thrombus was observed on the commissures. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The outflow and inflow displayed an elliptical appearance. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. It is possible that the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the receipt condition, a deployment simulation to evaluate against the alleged infold event cannot be performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 d9 h2 h3 h6 image review: three media files were submitted for review of the event. Patient¿s executive summary was provided for anatomical review. Patient appeared to have a significantly calcified possible type 1 bicuspid aortic valve with an annulus perimeter that measured 74.4 millimeter (mm) with a perimeter derived diameter of 23.7mm suggesting a 29mm evolut. There is no documentation that a pre balloon aortic valvuloplasty was performed prior to the valve implantation attempt. Two fluoroscopic valve load inspection images showed evidence of a misload due to bent outflow crowns. According to the instructions for use (IFU), if a misload is identified, the bioprosthesis should not be reloaded; instead, the entire system, including the catheter, loading system, loading tray, and saline¿must be discarded and replaced with new sterile components. It was reported that the valve was reloaded into the same delivery catheter system, and no misload was noted during the reload. However, there was no confirmation of a proper load before attempting valve implantation. The valve was deployed just prior to the point of no recapture and appeared significantly under-expanded, though an infold could not be confirmed. Per medtronic best practices, if a valve is under-expanded, the system should be removed, pre-dilatation performed, and a new valve implanted using a new delivery system. The system was subsequently replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, the misload was not due to a new valve loader.